Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
The customer reported that the silicone segment disconnects at the distal connection. The lipid set is y¿d into the tpn primary tubing and filter below the filter. Three incidents identified all with lipid infusion. There was no patient harm.

Event description:
The customer reported that the silicone segment disconnects at the distal connection. The lipid set is y'd into the tpn primary tubing with a non-carefusion bifuse filter set. High frequency of line with lipids disconnecting at the distal connection of the silicon pumping segment. Also high incidence of spin off of tubing from bifuse. There was no patient harm.